Event description:
It was reported that the procedure was to treat a lesion in the ostial left anterior descending (lad) artery. Pre-dilatation was performed and the 2.75 x 15 mm xience v stent delivery system (sds) was advanced. While attempting to cross the lesion, resistance was met and the sds was pulled back, but the stent dislodged. A guide wire and balloon were advanced to retrieve the stent, but after multiple attempts, this was unsuccessful. A 2.75 x 18 mm xience v sds was then advanced for treatment to deploy the dislodged stent in the ostial lad to the proximal lad. No additional information was provided.

Manufacturer narrative:
(B)(4). It was initially reported that the device would be returned for analysis. Subsequent information revealed that the device is not available for evaluation. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.